Event description:
It was reported that this right atrial (ra) lead was exhibiting atrial undersensing. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.